Manufacturer narrative:
The product investigation was completed (for a received photo and received complaint device). Summary: a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a cut on the pebax with internal parts exposed and reddish-brown material inside. The lab identified the damage on 30-jun-2021. During the atrial fibrillation (afib) ablation procedure, the force sensor of the thermocool® smart touch® sf uni-directional navigation catheter was defective. Intermittent error 85 was displayed along with the sign indicating collision of the catheter tip and other catheter shaft. Force values were odd, indicating ¿high force¿. The cable was replaced, but the issue persisted. The catheter was then withdrawn from the patient¿s body, and blood was found within the catheter tip. There was no difficulty experienced while maneuvering the catheter or during withdrawal. A new catheter was used to complete the case. No patient consequences were reported. The force issue is not MDR-reportable. The cut on the pebax and exposed internal parts are MDR-reportable. Device evaluation details: as per the picture provided it can be observed blood inside the pebax sleeve in the tip on the distal area. The force issues experimented could be related to the blood observed. The catheter was also returned to biosense webster for evaluation. Bwi conducted a visual inspection and carto test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax.on the thmcl smtch sf (unidirectional) catheter. Carto 3 test was performed, in accordance with bwi procedures. The catheter failed the test since the error hi was displayed on carto 3 system. Therefore, the catheter was dissected from handle. The sensor values were found within specifications. The root cause of the force high during the procedure could be related with the reddish-brown material inside of pebax; however, it cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30505975l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a cut on the pebax with internal parts exposed and reddish-brown material inside. The lab identified the damage on 30-jun-2021. During the atrial fibrillation (afib) ablation procedure, the force sensor of the thermocool® smart touch® sf uni-directional navigation catheter was defective. Intermittent error 85 was displayed along with the sign indicating collision of the catheter tip and other catheter shaft. Force values were odd, indicating ¿high force¿. The cable was replaced, but the issue persisted. The catheter was then withdrawn from the patient¿s body, and blood was found within the catheter tip. There was no difficulty experienced while maneuvering the catheter or during withdrawal. A new catheter was used to complete the case. No patient consequences were reported. The force issue is not MDR-reportable. The cut on the pebax and exposed internal parts are MDR-reportable.